Manufacturer narrative:
Visual inspection under magnification found no signs that either set screw had undergone the final tightening process. Although the bottom of the set screws which interacts with the rod has a minor swoop on one side of the outer perimeter, the remainder does not contain any deformity caused by 100 in-lbs of torque. Both the hexalobe edges and the mating threads appear crisp and clean with no associated marking/deformity caused the final torque process. Both the supplied instructions for use (ins-028) and surgical technique (lit-83210) provide direction as to proper set screw final tightening process. Instruction for use ins-028; warnings: 9. It is critical that set screws are turned to the proper torque values as recommended in the surgical techniques, using the instruments provided. Intraoperative management: 6. The final operative procedure with polyaxial screws must include tightening of set screws to 100in-lb torque value with the instruments provided. Surgical technique lit-83210: assemble the 100 in-lb t-handle torque wrench with the torque wrench shaft. Insert the torque wrench assembly through the cannula of the cannulated anti-torque. Engage the male portion of the set screw driver into the female portion of the desired set screw. Slide the anti-torque down until the instrument is fully seated over the rod on each side of the screw head. Turn t-handle clockwise. Final tightening is achieved when the t-handle audibly clicks.

Event description:
The doctor found the disconnection of two set screws two weeks after the initial surgery. Re-operation was conducted on (B)(6) 2018 to replace and tighten the set screws. The illico mis posterior fixation system was originally implanted on (B)(6) 2018.